Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Additionally, the pump shut down unexpectedly. Customer's blood glucose (bg) level was 440 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.